Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), the monitor failed incoming functional testing and would not power up. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon investigation, the monitor would not power on and was drawing maximum current. The c10 capacitor was shorted and had thermal damage. The cause for the monitor to draw maximum current and no power on was isolated to a defective c10 capacitor on the c/a board. The root cause for the damaged c10 capacitor could not be positively identified. No adverse event resulted from the damaged c10 capacitor. The pt to use this monitor did not report any deficiencies.